Event description:
Customer reported that during a vein treatment on the side of the pt's nose, the dermatology laser failed, when it failed, one laser pulse burned the top of the pt's nose.

Manufacturer narrative:
An igbt control component failed in the high voltage control circuit. Its failure allowed one laser pulse to be delivered during the component failure. There is both hardware and software safety detection and shutdown mitigation in place to limit risk. This is an isolated failure that resulted in injury. The pt had one 7mm burn spot that could possibly result in a scar.